Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and it revealed the battery status eri. The amount of charge taken from the battery was verified and the battery condition was not as expected. A premature battery depletion could be confirmed during analysis. This ICD is affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this ICD was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. This confirmed the clinical observation. The battery voltage turned out not to be as expected in regard to the charge drawn from the battery. A component defect can therefore not be ruled out. Biotronik has informed the physician about this analysis result, who will decide whether the device will be exchanged based on the individual circumstances and the medical evaluation of the patient. If additional relevant information or the device itself should become available, this analysis will be updated and you will be informed accordingly.

Event description:
After an implantation period of approx. 53 months, it was observed that the device shows eri status.